Event description:
It was reported that the insulin pump exhibited an abnormal motor noise during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, noisy motor was noted during rewind, due to a faulty motor. Cracked battery tube threads were noted during visual inspection.